Event description:
It was reported that when an asymptomatic patient presented in clinic after receiving vibratory alert, non sustained lead noise due to post-paced t wave oversensing was observed. The device was reprogrammed and remains implanted.